Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s display lighting was dimmer, they had to put it in the light to read, had small crack on the top left hand of the screen, battery cap was loose, when the reservoir was out and when time to change reservoir they got a motor error, the insulin pump had rejected new battery, louder during rewind, motor had sound when giving insulin they heard a clicking noise, buttons were harder to press and sometimes had to press buttons twice. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.